Event description:
It was reported that the ilet wake/on-off button intermittently failed to respond, requiring the user to cool her hand to activate the control, and that a restart temporarily restored function before the problem recurred, prompting replacement of the device. Symptoms included device unresponsiveness of the sleep/wake control without reported adverse physiological symptoms. Outcomes included interruption of intended insulin delivery reliability and the need to use backup therapy, with continued cgm use advised, and no alerts or alarms reported. Investigation included customer care troubleshooting and device restart, with plans for device replacement and return labeling provided. Failure investigation revealed no fault found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance